Event description:
Patient presented with a left humerus fracture was implanted with humeral nail, spiral blade, locking screws and an end cap on (B)(6) 2013. X-rays taken on an unknown date by the surgeon revealed a non-union of the left humerus. Patient was returned to the or on (B)(6) 2013 for revision surgery. All hardware removed and the patient was revised to a large frag plate and screw construct. The revision procedure was completed successfully. This is 4 of 6 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.